Event description:
It was reported that during a procedure, the active blade of the device had broken off when he removed the instrument to wipe off/clean the active blade from debris. A second device was opened to complete the procedure. He indicated that the active and non active portion of the end affector were in contact with the uterine manipulator. There were no pt consequences.

Manufacturer narrative:
Date sent: 06/09/2009. Information anticipated, but unavailable at this time.